Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 emitted solid tones during the case. Another handpiece was used to complete the case. There was no consequence to the pt.